Event description:
Analysis of this device is now complete.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device, which was later found to be at end of life (eol). It was noted that this patient had been non-compliant, and that there were no allegations against the function of the device. The device was subsequently explanted due to normal battery depletion and was returned for analysis. Initial laboratory testing determined that this device might have exhibited an out of specification condition. To date, there have been no reported adverse patient effects related to this clinical observation.